Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth implants due to the patients concerns with the product" and "seroma was present". The device has been replaced and discarded. This relates to the right side.